Event description:
Tech alleged that the bed would not go into trendelenburg.

Manufacturer narrative:
Tech found the head limit switch not making contact preventing bed from going into trendelenburg. Tech adjusted the limit switch bracket to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.